Event description:
The implantable neurostimulator and extension were returned to the manufacturer with no return paperwork. The manufacturer's device tracking system indicated that the patient expired. The physician listed in the manufacturer's device tracking system for the patient was contacted to try and obtain cause of death and device relationship. The health care professional stated that there was nothing noted in the patient's chart regarding his death.

Manufacturer narrative:
The implantable neurostimulator and the extension have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.